Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Investigation has been completed based on current information. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that 2-3 years after an intraocular lens (iol) implant surgery, a patient experienced massive glistening and significant glare to the point she cannot ride her bicycle in the traffic. The patient had been treated on an unknown date with femtolasik due to a slightly rest of refraction (-0.5) and was supposed to be perfectly emmetropic. The surgeon also reported that iol explant is required but since the patient underwent yag laser surgery, the new iol will be implanted in the sulcus. The surgeon wanted to sent the patient to another surgeon for a second opinion and explanation. Add'l info has been requested. This is one of two medical device reports associated being filed for this event. This report is for the right eye (od).